Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 1 was deployed. Hemostasis was not achieved. The pt's leg became white and the pt was sent to surgery for removal of the collagen which was occluding the artery. The pt recovered and no further complications were reported.